Event description:
It was reported by the customer that pyxis medstation es system drawer was broken. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was broken. A field service engineer cancelled the work order. No resolution was provided. The system functioned as intended after the field service engineer troubleshooted the device.